Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 22 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 30-jan-2018 device evaluation: in q4 2017, there were 8 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #4 26-apr-2018 device evaluation: in q1 2018, there were 7 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #9: date of submission 10-jul-2019. Device evaluation:in quarter 2 of 2019, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 893 allegations of a malfunction, 386 pumps were returned to animas and investigated. Of the investigated pumps, 350 were found to be malfunctioning due to a dim/fading/color spectrum issue. During investigation for unrelated allegations, there were 664 additional dim/fading/color spectrum failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. Please disregard follow-up#1 associated with this pi. It was submitted in error.

Event description:
This report summarizes 893 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 14-355 pounds and between 4 and 115 years of age. Of the reported patients, 385 were male, 500 were female, and 8 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 3 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #x 07/29/2017 device evaluation: in q2 2017, there were 320 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.